Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or label.

Event description:
It was reported that the index procedure (B)(6) 2013, was of the mildly tortuous, heavily calcified, 75% stenosed, de novo, proximal right coronary artery (rca) and the 3.0 x 15 mm xience v stent was deployed without reported issue. The patient was hospitalized with complaints of chest pain. It was noted through angiography that the 3.0 x 15 mm xience v stent had stent thrombosis. On (B)(6) 2013, a guide wire was advanced through the thrombosis and angioplasty was performed and timi 3 flow was achieved. The patient was reported in stable condition and medical management continued. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.